Event description:
It was reported that during device changeout, the right ventricular lead impedance was low and that the unipolar impedance was higher than the bipolar impedance. Insulation failure was suspected. The lead was switched to unipolar mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.